Event description:
It was reported that the patient was experiencing heating of the ipg site with pain due to the duration of the charging. It was noted that the patient had to charge the ipg almost daily even if the patient does not use it often. Database analysis showed that the ipg was working as expected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.